Manufacturer narrative:
Based on the current information, the investigation was unable to determine a specific root cause. Sample type and sample stability issues could not be excluded. The samples were repeatedly frozen which is allowed only once per product labeling and beyond the stability per documented in product labeling when tested for the preliminary investigation. Calibration and qc data do not suggest any reagent issue.

Manufacturer narrative:
G1 contact office-manufacturing site was updated.

Manufacturer narrative:
The serial number of the cobas 8000 core analyzer was requested but was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable acth elecsys e2g results from the cobas 8000 core analyzer. The results from the customer over time after loading for acth: 0 minutes (sample 1): 100 pg/ml. 15 minutes (sample-2): 113 pg/ml. 30 minutes (sample-3): 110 pg/ml. On 7-sep-2023, the preliminary investigation tested the samples on a cobas e801 module: sample 1: 53.0 pg/ml. Sample 2: 71.7 pg/ml. Sample 3: 65.6 pg/ml. Based on the results, the customer suspected a non-specific reaction in roche assay. No information was provided to determine if the questionable results were reported outside of the lab.